Event description:
It was reported that during a percutaneous coronary intervention procedure crossing difficulties and stent damage occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous proximal left anterior descending artery. A plain old balloon angioplasty was performed and the physician attempted to cross the lesion with the 3.50x16mm liberte bare stent, however, it was unable to cross the lesion. The device was removed outside the body intact and it was noted that the stent strut was flared. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).